Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not scanning. A field service engineer (fse) inspected the machine, re-seated universal serial bus cables and rebooted machine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio-ID needed maintenance, fingertip verification was disabled requiring nurse co-sign for each medication removal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.